Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. It was reported that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump also alarmed motor error. Customer's blood glucose reading was 414 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor system. Basic occlusion, occlusion, prime, and the excessive no delivery tests were not performed due to motor error alarm. The motor was tested outside of the device and it passed. The display functioned properly, no display anomaly noted. However, ink spot/bleeding was found on the middle of lcd glass. All of the buttons function properly, however moisture damage was found on keypad traces. The device functioned properly during unexpected restart test, no alarms noted. The device had minor scratches on the display window, cracked reservoir tube lip, and missing end cap sticker.